Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 41 occurred on an ilet device with restart prompts that did not complete and the device became unresponsive, consistent with an insulin shaft rewind error and insulin absolute range error, which led to troubleshooting and replacement supplies being shipped. Symptoms included no reported adverse clinical effects and blood glucose values in the normal range. Outcomes included continued therapy management with cgm while awaiting replacement and instructions provided to shut down the device to prevent further alerts. Investigation included technical troubleshooting, guidance to restart, charging attempts including placement on a cradle, confirmation of shipping and return process, and education on setup for the replacement device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.